Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 64.1 cm. The damage found was consistent with procedural damage, including the optim sheath and silicone tube cuts at 19.7 cm and 20.0 cm from the connector pin. The helix was retracted and clogged with blood/tissue and could be extended and retracted within specification after cleaning. Visual and x-ray examination found no other anomalies. There were no conductor fractures or internal shorts. The reported events of loss of capture and r-wave amplitude variation were not confirmed.

Event description:
It was reported that a patient presented at a post-operative check. Upon review, the right ventricular lead exhibited loss of capture and reduced r-wave amplitudes. A chest x-ray performed on (B)(6) 2019 revealed lead micro dislodgement. The physician explanted and replaced the lead. The patient was in stable condition.